Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd venflon¿ pro safety shielded IV catheter there was an issue with dirty needle stick injury. When throwing into the cannula disposal box the paramedic's thumb was stuck due to insufficient protection on the cannula. No medical intervention was reported.

Manufacturer narrative:
Investigation summary: no sample and no photo was returned for investigation of this complaint. As there is no sample and photo returned for investigation, a review of the past 12 months qn for catalog 393230 was performed. There is no related qn on defect or condition of needle stick injury. Therefore the root cause cannot be determined. Complaint will be reopened for investigation if sample is returned. Complaint trend would be monitored.

Event description:
It was reported with the use of the bd venflon¿ pro safety shielded IV catheter there was an issue with dirty needle stick injury. When throwing into the cannula disposal box the paramedic's thumb was stuck due to insufficient protection on the cannula. No medical intervention was reported.

Event description:
It was reported with the use of the bd venflon¿ pro safety shielded IV catheter there was an issue with dirty needle stick injury. When throwing into the cannula disposal box the paramedic's thumb was stuck due to insufficient protection on the cannula. A one month long drug treatment as prophylaxis was performed due to possible (B)(6) infection.

Manufacturer narrative:
The following fields were updated due to additional information: describe event or problem: it was reported with the use of the bd venflon¿ pro safety shielded IV catheter there was an issue with dirty needle stick injury. When throwing into the cannula disposal box the paramedic's thumb was stuck due to insufficient protection on the cannula. A one month long drug treatment as prophylaxis was performed due to possible (B)(6) infection. Relevant tests/laboratory data: one month long prophylaxis treatment.